Event description:
El naamani k, saad h, chen c-j, et al. Comparison of flow-redirection endoluminal device and pipeline embolization device in the treatment of intracerebral aneurysms. Neurosurgery. 2023;92(1):118-124. Doi:10.1227/neu.0000000000002148. Medtronic literature review found a report of patient complications in association with the pipeline device. The purpose of this article was to compare the outcomes of pipeline embolization device (ped) and flow-redirection endoluminal device (fred) in the treatment of intracranial aneurysms. The study cohort comprised 150 patients, including 35 aneurysms treated with fred and 115 treated with ped. The mean age of patients in the ped group was 53.8 years. Both cohorts had a comparable majority of female caucasian patients. All devices were deployed using a biaxial support system. A headway 21 microcatheter was used for the fred jr, a headway 27 microcatheter for fred, and a phenom 27 microcatheter for ped. The article does not state any technical issues during use of the pipeline devices. The following intra- or post-procedural outcomes were noted: -the 6-month complete occlusion rate was higher in aneurysms treated with ped (74.7%) compared with the ones treated with fred -7 patients required retreatment in the ped cohort -of the 11 complications in the ped cohort, there were 4 periprocedural complications in the ped cohort, 2 were major (a stroke and a hemorrhage) and 2 were minor intraoperative thrombi formations that were treated with intra-arterial tirofiban and did not cause any symptomatic sequelae. The 7 remaining complications were divided into 6 mild cases of in-stent stenosis and 1 case of transient global amnesia.

Manufacturer narrative:
G2: citation: authors: el naamani, k., saad, h., chen, c.-j., abbas, r., sioutas, g. S., amllay, a., yudkoff, c. J., carreras, a., sambangi, a., hunt, a., jain, p., dougherty, j., tjoumakaris, s. I., gooch, m. R., herial, n. Comparison of flow-redirection endoluminal device and pipeline embolization device in the treatment of intracerebral aneurysms.. Neurosurgery 1 2023. Doi:10.1227/neu.0000000000002148. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. A.5b. This value reflects the race of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.